Event description:
One pt sample with discrepant sodium results. Pt 1, a male, initial result 128 mmol/l, repeat 137 mmol/l. The initial result was reported, pt was not adversely affected. The field svc rep was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.